Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a device change out procedure where this device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.

Event description:
Subsequent information indicates that the previously reported clinical observations continued to be observed. In addition, the system displayed high, out of range pace impedance measurements.

Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead displayed noise and oversensing as seen on stored electrograms (egm). A lead safety switch (lss) was also noted to have occured. The lead has been displaying low pace impedances in the 300 ohm range. Isometrics were not able to recreate noise. The device was reprogrammed back to a unipolar configuration. The patient will continue to be monitored. There were no adverse patient effects. The system remains in service.